Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19mm bioprosthetic aortic valve, implanted approximately three (3) years and one (1) day, was explanted due patient prosthesis mismatch. The explanted device was replaced with a 21mm bioprosthesis. There were no reported complications.

Manufacturer narrative:
Patient prosthesis mismatch. Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.